Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, expressing that the issue had occurred with three previous cartridges as well. The current fill estimate on the pump was 95 units, which remained static despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller about the importance of using room temperature insulin when loading the cartridge, which the caller acknowledged and understood.